Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had no audio. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was received for evaluation. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to the piezo. As a result, the piezo was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.